Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) stayed on the wire. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505603 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant sealant stuck to device components¿ could not be evaluated because the device was not returned for analysis. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle, open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension, grasp the advancer tube and the skin and gently advance until the single marker is fully visible and hold in place for up to 30 seconds¿ neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) stayed on the wire. There was no reported patient injury. The device will not be returned for evaluation.